Event description:
Per the allegations the plaintiff sustained serious and permanent injuries. The claim also alleges that the plaintiff has sustained loss of his physical abilities and faculties. Patient claims to have used renu contact lens solution (unknown type). No additional information is available.